Event description:
It was reported that the procedure was to treat in-stent restenosis of a previously deployed non-abbott stent located in the moderately tortuous, moderately calcified mid right coronary artery. The 3.5x12 mm nc trek balloon catheter was prepared inside the patient anatomy. Resistance was felt during advancement to the lesion. The balloon ruptured on this first inflation at 5 atmospheres. A 3.5x8 mm non-abbott balloon catheter was used successfully without issue. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: rinato; guide cath: access 7f al1.0 sh. (B)(4) - incorrect preparation. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.